Event description:
During a remote follow-up, loss of capture was observed on the right ventricular (rv) lead. The suspected cause of the intermittent capture threshold was due to patient tissue. The device was reprogrammed to resolve the event. The patient is stable.